Manufacturer narrative:
We are awaiting the receipt of the complaint device towards conducting a failure analysis. When this is done the results of said evaluation will be posted in a follow-up report.

Event description:
Our rep is reporting that during an arthroscopic shoulder repair the tips of 2 needles broke off into the patient. All was retrieved and the case was concluded without further incident or harm to the patient. (Per phone conversation with the rep at the time of this event the surgeon stated to the rep that this exact same issue had happened in two cases recently. One needle each case, all retrieved from the body, cases concluded successfully and no patient harm.)